Manufacturer narrative:
After further evaluation, architect ca 19-9 lot 20318m500 was no longer determined to be a suspect device. All further information will be documented under MDR 1415939-2013-00268. Lot 20318m500 is no longer a suspect device.

Event description:
The customer was questioning discrepant architect ca19-9 results that were generated on a patient that they had been monitoring. The results that they had generated were as follows. (B)(6) 559.6, (B)(6) 189.6, (B)(6) 77.1, (B)(6) 54.1, (B)(6) 36.1, (B)(6) 114.6, (B)(6) 621.2 (lot 18069m500), (B)(6) 109, (B)(6) 47.8, (B)(6) 27.2 (lot 20318m500). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.